Event description:
A report was received that the trial patient had csf leak. The patient had a lead pull and was provided a blood patch. No device malfunction was suspected. The physician believed it has to do with the positioning during the procedure. One of the needles caused the leak and had nothing to do with the device. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial/lot #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn as they were discarded by the medical facility.